Event description:
It was reported that pump generated occlusion alarms during use, and no additional details about blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were reported, and no additional information was received regarding the outcome of the event.